Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant the right ventricular lead (rv) was found to have perforated the ventricle. A pericardial effusion was observed. The perforation was closed and the rv lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.